Manufacturer narrative:
Additional information: d6a, d6b, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failures of this study from university of arizona-banner health can be attributed to a patient-specific events.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a clindex notification was received indicating that a patient listed in the shoulder arthroplasty registry underwent revision surgery on (B)(6) 2024 due to implant loosening on both the glenoid and humeral sides. The patient has been removed from the study, as the revision surgery was performed by an outside provider, and no information regarding the procedure was provided by the patient. This event has been deemed unrelated to the univers revers system implanted on (B)(6) 2022. Additional information has been requested.